Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements or verify drive/motor anomaly, rewind anomaly, and device test failed due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump was rewinding, pistons remains on the top. Customer was performed displacement test and self test and self test was passed and displacement test was fail. Customer reported that the piston did not go down fully anymore. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.